Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked belt clip slot and loose/protruded drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump¿s battery compartment broke. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump was returned for analysis.